Event description:
Reportedly, the subject alizea pacemaker has switched two times to safety mode (vvi 70). It has been seen on (B)(6) 2026, and on (B)(6) 2026. What is/are the reason(s) of these two switches?

Manufacturer narrative:
The review of the data provided - confirmed that the device was programmed in vvi mode 70 bpm on (B)(6) 2026 at the interrogation of the subject device during the in-clinic follow-up. Nominal parameters (including vvi mode) had been programmed at the end of the previous in-clinic follow-up on (B)(6) 2026. - did not confirm the programming of vvi mode on (B)(6) 2026 at 9h39 at the interrogation of the subject device during the in-clinic follow-up. The 7 curves of ¿24-hour heart rate¿ show pacing at 60 bpm at least since at least (B)(6) 2026. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.